Event description:
The caps on the red top blood tubes have come off on 2 occasions causing the specimen to spill. It was caught before being placed in the tube station. Redraws were not needed. Manufacturer response for 4 ml red top blood collection tube, 4 ml red top tube (per site reporter): in october/2020, (B)(6) emailed bd rep requesting follow-up, working on several (B)(6)product complaints. Rga received; defective sample lot product shipped; bd questionnaire completed and returned. Letter dated december/2020 received from bd who acknowledges and confirms the defect but does not relay any corrective action. Bd complaint.